Event description:
It was reported that during insertion of the pmma intraocular lens into the patient's left eye, the surgeon noticed that the lens haptic was broken. As the lens was being removed from the patient's eye, a capsular tear was observed. A vitrectomy was performed and an anterior chamber lens was successfully implanted. According to the surgeon, the patient's current prognosis is fair.

Manufacturer narrative:
The lens was returned to bausch + lomb. Visual inspection of the lens found one haptic broken off and missing. The cause of the damage could not be determined. The device history records (DHR) were reviewed and there were no discrepancies or unusual finding that relate to the reported event. Based on the available information, a definitive root cause could not be determined, however, it is possible that the event is related to patient factors. According to the surgeon the patient had floppy iris syndrome. This syndrome is associated with a higher rate of cataract surgical complications including posterior capsular tears.